Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. The customer troubleshot with philip's technical support and replaced the central processing unit. Subsequently, the issue was resolved and the device was returned to use.

Event description:
It was reported that the ventilator had no power. There was no patient involvement. The event date was not specified; estimate used.